Event description:
Received call from customer who did not respond to questions. Customer was asked to check his blood glucose level. He was did not have the glucometer available. Customer was then unresponsive and disconnected the call. Customer was called and asked to check his blood glucose; customer disconnected the call for the second time. The paramedics were called. Contact customer again; he stated that the blood glucose was 331 mg/dl. Customer had eaten. Customer declined assistance and disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.